Event description:
A home patient (hp) contacted baxter's technical servive center (tsc) to report pain in the shoulder during fill 2/5 of the automated peritoneal dialysis therapy using the homechoice machine. Per the hp's nurse (rn), the hp connected the transfer set to the patient line of the homechoice set during the prime cycle. Baxter's tsc assisted the hp in ending therapy early. Per rn, the shoulder pain subsided on its own and no medical intervention was required.